Event description:
Note: this report pertains to one of two complaint cre balloon dilatation catheters used in the same procedure. Manufacturer report # 3005099803-2011-02196 and manufacturer report # 3005099803-2011-02197 address these two devices. It was reported to boston scientific corporation on (B)(6), 2011 that two cre balloon dilatation catheters were used during a gastroscopy procedure performed on (B)(6), 2011 (patient age, gender, and weight are unknown). According to the complainant, during the procedure, the balloons burst inside the patient at 6 atmospheres of pressure. No pieces of either balloon detached inside the patient. The procedure was completed with another cre balloon dilatation catheter. There were no patient complications reported as a result of this event.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. Therefore, a device evaluation has not been performed and the reported malfunction of balloon burst could not be confirmed. However, this event can occur due to anatomical or procedural factors encountered during the procedure (e.g., the balloon comes into contact with a sharp exterior source); therefore, the most probable root cause for this complaint is operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot.